Manufacturer narrative:
Citation: reardon, m. Md et al, late outcomes after transcatheter aortic valve replacement with a mechanically expanded versus self-expandable valve: final 5-year results from the reprise iii randomized trial. Journal of the american college of cardiology. 2021. 78 (19 suppl b): b162. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the comparison of five-year outcomes of self-expanded transcatheter aortic valves (tav) versus mechanically expanded tavs. All data were collected from a clinical trial with multiple centers. The study population included 912 patients of which 305 were implanted with a medtronic corevalve tav. The remaining patients were implanted with a non-medtronic mechanically expanded tav. Patient demographics, years that data was collected and unique device identifier numbers were not provided. Among all medtronic patients, adverse events included: cerebral vascular accident (cva), life-threatening bleeding, repeat procedure due to unspecified valve dysfunction, hospitalization for valve-related symptoms or worsening congestive heart failure (chf), permanent pacemaker implant and mild to severe paravalvular leak (pvl). Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.